Manufacturer narrative:
The lead anomaly observed in the field was confirmed. Upon return, the lead was damaged in multiple locations. The df-1 rvcable was melted and separated at 19 cm from the connector. The damage is consistent with that of friction to the ICD can.

Event description:
It was reported that the patient expired due to an untreated arrhythmia. The device detected the arrhythmia, but did not treat it. The device alerted to a possible high voltage circuit damage and low lead impedance was observed. During extraction, visible damage was noted on the hv lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.